Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and a drain was used. Patient presents with signs symptoms of radiographic evidence of subacute on chronic subdural hematoma with membranes and multiple distinct pockets involving the frontal and parietal convexities causing significant midline shift. On 2024, drain that was placed intraoperatively was removed. In the process of removal the drain tube broke, leaving a piece of the catheter retained. Transferred to our hospital from north for neurosurgical evaluation after head computed tomography revealing chronic appearing subdural hemorrhage over the left cerebral convexity with midline shift to the right about 6 mm. Device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint #(B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Date of procedure? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? When was the malfunction first noted? Was leakage detected? If so, where? Was another product used? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Is a 2nd procedure scheduled or performed to remove the piece of drain left in the patient? If yes-date of procedure? Findings, will the piece be returned? Is it being retained by the customer? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? In the surgeon¿s opinion, did the retained drain piece contribute to the hematoma and hemorrhage? If yes, why? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. No product is available for return. A user facility medwatch form was received: medwatch form, #mw5164097. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). H3 evaluation: no device has been received for analysis. Retention sample review : no negative observation was found. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. A user facility medwatch form was received: medwatch form, #mw5164097 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.